Event description:
Customer reported a pt sample with anti-jka did not react with 0.8% resolve panel c lot 8rc170. No death or serious injury is associated with this event. This report corresponds to ortho-clinical diagnostics, inc.